Manufacturer narrative:
Add'l info was requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The surgeon reported that continuous reflux was noted during depression of the footswitch. The incident occurred during the latter part of surgery intermittently. No patient injury was reported.